Event description:
A us distributor reported that an electrode belt had non-functional tes.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (te's non-functional) has been confirmed. Upon investigation the electrode belt failed a falloff test. The cause for the failure was isolated to and extra washer in one of the rear therapy electrodes, causing an open pulse wire connection between the therapy electrodes. The root cause for the extra washer was human error. No adverse event resulted from the damaged belt.